Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy on (B)(6) 2012. On an unknown date the patient experienced recurring fibroma at the insertion site. On (B)(6) 2019 it was reported that puss was present at the insertion site. On (B)(6) 2020 it was reported that the patient started an unknown oral antibiotic medication for the stoma site infection and the fixation plate has been replaced.